Manufacturer narrative:
A ge rep evaluated the system and reloaded software. System operates as intended.

Event description:
The customer reported system alarmed and all of the lights lit up when the system was plugged in. No pt injury was reported.